Event description:
It was reported that the patient underwent a revision procedure due to the pump staying deflated with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was provided that the pump remained depressed and was slow to refill, and no patient complications were reported following the procedure.